Event description:
Device issue: stent dislodgement in the rhv. Time of device issue: during the procedure. Adverse event: none. It was reported that the 3.0 x 23 mm rx promus would not advance into the y-connector. The promus stent delivery system (sds) was inspected and it was found that the stent had dislodged in the y-connector system. The procedure was completed with another device. There were no reported adverse patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.